Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: part: 03.501.080. Lot: 7803768. Manufacturing site: hägendorf. Release to warehouse date: 08.march 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection no damage was noted on the instrument that would contribute to the complaint condition. Functional test: a functional test was performed and no issues were noted with the trigger and did not stick. The issue with cutting the zip fix tie could not be confirmed as the ties were not returned and therefore the complaint is unconfirmed. Dimensional inspection: no dimensional inspection was performed as the complaint is confirmed document/specification review: applic-instr f/sternal zipfix.. Based on the review of the above drawings, no design issues contributing to relevant complaint condition were identified. Investigation conclusion: there is no indication that a design or manufacturing issue contributed to the complaint as it was unconfirmed. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during testing of the zipfix prior to a procedure, the tensioner on the zipfix gun was sticking, unable to cut zip fix tie correctly. No patient involvement was reported. This report is for one (1) application instrument for sternal zipfix. This is report 2 of 2 for (B)(4).